Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the us. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient went to the hospital because of dizziness and chest tightness. The patient's heart rate was only 53 beats per minute. The pacemaker was delivering in vvi mode and device check confirmed the battery was depleted. The device was changed out. No further patient complications were reported as a result of this event.